Event description:
The outlet connector on the arterial side came apart and disconnected from the joint. The staff clamped the line and changed out the oxygenator. The pt was off of the oxygenator for approx 30 minutes until a new oxygenator was connected. The pt was doing well on venous-venous support. No pt injury. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA, submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a f/u report will be provided when new info is available. The sample was not available for investigation. Items marked ni are unk to us at this time.